Event description:
It was reported that the patient received inappropriate therapy due to noise. Leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was found at 6.7-7.0cm from the pin consistent with lead friction to the ICD can. The sensi- ing conductor etfe coating was abraded at the same location. This is consistent with the observation from the field of noise when the lead was in contact with the device can.